Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 548 mg/dl at the time of the incident. Customer experienced tiredness symptom due to high blood glucose. Customer treated the high blood glucose with insulin pump. Troubleshooting was performed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump was not on auto mode at the time of incident. The device will not be returned for analysis.